Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient, who had a known short to shield and was on an ungrounded patient cable at home (MFR#: 2916596-2021-07771), came to the clinic over the weekend following a cardiac arrest at home. The arrest occurred on (B)(6) 2024 around 12 pm per the time stamp on the system controller and was thought to be device related. The providers performed cardiopulmonary resuscitation (CPR) on the patient. Upon review of their system controller history, there were multiple pump stop events. The patient's log files were submitted for review to determine if the events occurred on batteries or on the patient cable. Following review of the submitted log files, it appeared on (B)(6) 2024, there were 29 pump stop and 33 low speed hazard events. Speed drops were as low as 0 rpm. The patient experienced loss of consciousness during these events. The issue appeared to have occurred on both power module and battery power. The short to shield appeared to have evolved into a phase-to-phase condition. X-ray images showed a possible internal area of concern about halfway down the driveline. The external images were very shadowed and could not be evaluated for of interest. The patient was discharged home with hospice as he was not a candidate for a surgical pump exchange. The patient passed away on (B)(6) 2024 after deciding to pursue hospice care. Following review of the submitted log files, it appeared there were various low speed hazards and low flow hazard alarms while they used the batteries and patient cable. The events appeared to have been associated with the ongoing phase to phase short (multiple wire fracture) within the patient's driveline. The pump was disconnected from the system controller on (B)(6) 2024 at 5:12 am.

Event description:
The cause of death and/or details leading up to death was multisystem organ failure, and the patient was placed on hospice. The death was not considered to be device related and was stated to have operated as expected. The pump was not to return for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported pump stop events. Although a specific cause could not be conclusively determined as no product was returned for evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log files appeared to be consistent with potential driveline wire compromise. Further review of the submitted log file revealed a low flow event; however, a specific cause for these events could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Review of the submitted x-ray images captured internal and external portions of the patient¿s driveline. No specific areas of breakdown in the metal braided shield or potential driveline wire compromise were able to be identified. The submitted log files contained events from (B)(6)2024. Pump stop events were captured on (B)(6)2024 while the patient was connected to battery power and power module. A driveline fault was captured on (B)(6)2024 associated with a yellow wrench advisory. No other notable events or alarms were observed. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. C, and hmii lvas patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, it provides explanations of pump parameters. Sections 6 and 8 of the IFU as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These sections address damage due to wear and fatigue of the driveline and outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.